Manufacturer narrative:
By reviewing closely this event, we have determined that complaint from this report it¿s a duplicate of report 1020279-2019-01937. Hence, we are closing this event in our records as complaint has been already processed. Any further communication about this event will be performed under 1020279-2019-01937.

Event description:
It was reported that a revision surgery was performed due to metallosis.